Event description:
Per email received (B)(6) 2014 customer reports; during an anterior total hip procedure on a patient (unknown age and gender), the surgeon was reaming the acetabulum and the handle snapped at the junction where it connects with the power unit. The surgeon was contaminated as the reamer handle broke. User harm was reported. Documentation doesn't indicate patient was injured as a result of the incident. The procedure was completed without surgical delay.

Manufacturer narrative:
In route. It has been communicated by zimmer, that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.